Event description:
The lab technician reports visible smoke on the architect instrument. There was evidence of smoke from the instrument; there was a temperature error code 7000 on channel 17, the instrument was turned off. A broken liquid level sense card slot 4 was burned out and replaced. There were no injuries reported due to the smoke. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included inspection and service of the actual instrument; and review of product labeling, service history and safety hazards. Replacement of two parts: the bent probe and the damaged i2000sr card cage, resolved the issue of observance of smoke. Labeling, including the architect system operations manual and isystem service and support manual were reviewed and found to be adequate. The service history review found no service history issues or additional complaints for the likely cause of the i2000sr card cage. A review of the safety hazards memo showed appropriate safety standards and adequate protection is provided for the operator against spread of fire from the instrument. No adverse trend was identified for the customer's issue. Complaint information reasonably suggests a an i2000sr card cage device was meeting performance specifications and performing as intended, and no malfunction of a device occurred. Based on the available information, no product deficiency was identified.